Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The shaft, bonds, and balloon were microscopically and visually examined. There was solidified contrast in the inflation lumen and balloon. The balloon was loosely folded, indicating the balloon was inflated during use. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the balloon would not inflate due to the solidified contrast. The device was soaked in a warm water bath to loosen the contrast in the device. When the device was done soaking, the device was functionally tested with the inflation device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a 1.2cm circumferential tear in the balloon wall 2mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-aug-2017. It was reported that balloon inflation failure occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the balloon could not inflate and there was no response after pressure was applied. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon circumferential tear.